Event description:
It was reported by the aci vascular closure specialist that an (B)(6) female patient underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery. A pre-procedure femoral angiogram showed no presence of pvd/calcium present and the vessel size approximately 6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the device was prepped and the balloon was checked per the IFU. Then the device was deployed and the balloon lost pressure as soon as it reached the first stop. The device was removed and since access was maintained a second mynxgrip vascular closure device 5f was prepped and deployed. The balloon from the second device also lost pressure when it reached the first stop (tip of the sheath). The second device was removed and the physician decided to close the access site with another manufacture's closure device. The patient was ambulated and discharged to home the same day with no reported clinical sequela. No further information is available.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a micro tear in the balloon distal tip, approximately 4mm from the balloon proximal tip. No other source of leak was identified. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1234202) indicated that the device lot met all established performance criteria prior to shipment. See medwatch report # 3004939290-2013-00044 for the second device.